Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure for the liberty clinical trial, a dissection and minor perforation occurred that were resolved with balloon angioplasty. The target lesion was a 40mm cto lesion that was located in the peroneal artery. The physician used a 5fr introducer sheath from an antegrade approac to access the lesion. After completing treatment of the peroneal artery using a csi orbital atherectomy device (oad), a type d dissection and minor perforation were noted. The physician resolved them via two balloon angioplasty inflations. The patient status remained stable throughout the procedure.